Event description:
The customer states that elevated patient results generated by the architect c8000 analyzer were released from the lab and questioned by a physician. The customer provided the following initial and corrected results: sodium: initial result - 175 mmol/l, corrected result - 138 mmol/l. The customer stated that no further patient information would be made available. Upon troubleshooting, the customer found a bent r1 probe and is concerned that no error message was generated as a result. The customer replaced the probe and all controls were within specification. The corrected results were then generated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a gastric bypass procedure, the surgeon noticed that during the first stapling the device was very hard to fire. During the second firing, the blade pushed the tissue outside the jaws which created a bad staple formation on 2cm. The device was then replaced by another stapler. There were no adverse consequences for the patient.